Event description:
It was reported that this right atrial (ra) lead was dislodged and discovered during the pre discharge checked. Ra lead was found to be capturing the right ventricular (rv). This ra lead remains in service. No adverse patient effects were reported.